Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a blank display on the insulin pump. The customer's blood glucose level was unknown mg/dl. The customer stated that he insulin pump fell off the nightstand and had a complete blank screen. The customer stated that she changed the battery and it gave her a failed battery test so she put another one on it and the display came back. The patient stated that she has received a new battery cap and the insulin pump is still shutting off. The customer was advised that the insulin pump need to be replaced. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted. The insulin pump was received with normal operating currents. There was no damage found on the c13 lcd isolation tape noted. The insulin pump was received with cracked reservoir tube lip, and minor scratched display window.